Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. At the 45-day follow up appointment on (B)(6) 2017, a transesophageal echocardiogram was performed and thrombus was noted on the closure device. Coumadin was continued. On (B)(6) 2017, the patient had their seven month follow up. The thrombus was small and questionable and looked the same as it did on the 45 day follow up. After this visit, the patient was taken off coumadin and was put on plavix and aspirin. On (B)(6) 2017, the patient had their nine month follow up. It was noted on the transesophageal echocardiogram (tee) that the thrombus was large and remained on the closure device. There was no leak noted during the implant procedure or any follow up appointment. There have been no complications and the patient is fine. The patient is currently being monitored by the physician and was put back on coumadin and aspirin. They will evaluate the patient again in three months.